Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 16398978.

Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedance in almost all contacts on the leads. The physician suspected that the leads were possibly fractured. The patient underwent leads replacement procedure and was doing well postoperatively. The explanted leads will not be returned.